Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG cable was not working. There was no reported patient involvement.

Manufacturer narrative:
The device was evaluated by a philips fse who clarified that the reported information was incorrect and that the ECG cables had visual wear.